Event description:
It was reported that a right ventricular (rv) lead exhibited varying/unstable threshold levels. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 5076-52, lead; implant: 2013 (B)(6); model: 429688, lead; implant: 2013 (B)(6). (B)(4).